Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing atrial fibrillation and the device was pacing faster than the lower rate. The device was moving in and out of mode switching and "a lot of (ventricular pacing was) noted." The device was reprogrammed for optimization for the patient and remains in use. No patient complications have been reported as a result of this event.